Event description:
The customer reported to olympus that the visera tracheal intubation videoscope had leaked from the insertion section. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the connecting tube had coating peeling (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the bending section cover rubber the water tightness was lost, the adhesive on the bending section cover rubber had a chip, the connecting tube had a wrinkle and a buckling, the video connector was deformed, and the video cable had a scratch. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ describes the following warning. 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation, or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists, or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.